Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site and found that the prime button was defective. The thermogard console is a reusable device and was manufactured on 05 oct 2012. It has exceeded its expected service life of five years. After replacement of the prime button, the console was functionally tested and found no issue. The device passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was powered on without issue; however, after the user pressed the prime button (switch), the roller pump light was not illuminated and the roller pump was operating intermittently. Thus, the user manually spun the pump by applying additional force to ease tube loading / free up the roller and continue priming. No error message was reported. As a precautionary measure, the console was placed out of service. The issue was observed during product training. No patient was involved with this event.